Event description:
A pantera leo balloon system was selected for treatment. The balloon burst during the procedure.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the complaint instrument revealed that the balloon has burst transversally about 7 mm distal to the proximal x-ray marker. The two balloon fragments are separated from each other, but are still attached to the device shaft. Microscopic inspection revealed several scratches with a transversal orientation in the balloon surface in close vicinity to the tearing edge. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the reported complaint event is most likely related to the patients anatomy.